Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead had no capture. Fluoroscopy determined the lv lead was dislodged. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout the procedure.